Manufacturer narrative:
Concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced an implant site infection. It was noted that during the implant procedure, the patient¿s ¿artery was damaged and a little large amount of bleeding occurred¿ and that this may have led or contributed to the event. The removal of the patient¿s whole system was planned for (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Please note the ¿consumer¿ report source box found was checked in error on the initial report. Instead, the ¿company rep.¿ box should be selected. If information is provided in the future, a supplemental report will be issued.